Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI - 0(B)(4).

Event description:
A distributor contacted physio-control to report that the device from one of their customers had a charge-pak icon in the readiness display. During device evaluation, physio observed that the device would not remain on; it powered off a few seconds after being powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the digital pcb assembly would not allow the device to power on. The digital pcb assembly was then evaluated and it was determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u2 on the digital pcb assembly, having corrupted software. In addition, it was observed that the device's lid reed switch assembly remained in a shorted position when the device lid was opened. This would cause the device to appear as if it was not powering on. Physio-control has initiated a recall for the reported issue on 05/06/2016. (B)(4).